Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. Upon return of the product and completion of the investigation, a follow-up report will be sent. A warning statement is included in the instructions for use (IFU) stating "do not short circuit battery terminals or allow them to come into contact with metal objects. This could cause a shock or burn injury and also damage the battery".

Event description:
It was reported that while carrying the equipment from the surgery suite, both battery terminals came in contact with a metal attachment and resulting in a noted spark and melting of the battery. There was no injury associated with this event.